Event description:
It was reported that a 3.5x15mm xience xpedition was successfully implanted on the ostial, right coronary artery (rca), heavily calcified lesion. Following, a 2.25x15mm xience xpedition stent delivery system (sds) was unable to cross more distally, through the implanted 3.5x15mm stent. During sds removal, the 2.25x15mm stent interacted with the 3.5x15mm stent and dislodged the 2.25x15mm stent from the delivery system. The 2.25x15mm xience xpedition balloon catheter was able to push the stent more distal. The balloon catheter was inflated to appose the stent to the vessel wall. A 3.0mm trek and a nc trek further post-dilated the 2.25x15mm stent. The stent was fully apposed to the vessel wall in an unintended area. The distal rca was treated with balloon angioplasty. There was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance and difficulty to remove the device was unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU) states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience xpedition stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the reviewed information, no product deficiency was identified.